Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all placement positions correct. There were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong (of ca. 30-60min). There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord/connected nerves or blood vessels) due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the main root cause for the deviation of the right side placements by ca. 5mm is a movement of the navigation reference array during the surgery, due to insufficient fixation and/or improper positioning, with inadvertent forces applied to it when difficult anatomy was encountered at the right side l4 during pedicle preparation. A movement of the reference array after image registration, relative to the bone structure it is fixated to, cannot be compensated by the navigation displaying instrument positions based on the registered anatomy relation of the image set. A further contributing factor for the placement in l5 is a movement of the patient anatomy during the surgery, particularly of l5, relative to the reference array fixated at l4, e.g. When applying forces to the bone and/or insufficient rigid connection between the vertebrae. Any movement of the patient's bone anatomy relative to the position of the reference array cannot be recognized by the navigation. Apparently the resulting deviation of the navigation display was not recognized by the user before the affected placements with the necessary navigation accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the spine for lumbar fusion of vertebrae l4-l5, with intended placement of 4 k-wires and following 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: with the navigation reference array attached on l4, performed a fluoroscopy scan using an intra-operative c-arm with automatic registration of the current patient anatomy to the navigation. Prepared the pedicles (pilot holes) with the navigated pedicle access needle for placement of the k-wires 1.6mm, first left side l4-l5. Patient coughed when swapping sides to the right. The right side l4 anatomy was very difficult for placing a k-wire. After the bilateral k-wire placements, calibrated a non-brainlab screwdriver to navigate the following screw placements, and realized a deviation of the navigated screwdriver in comparison to the k-wires placed, but followed the k-wires. Verified the placements with another intra-op c-arm scan, and determined that while the left l4-l5 screws were ideally placed, the screws on the right were placed ca. 5mm superior than intended. Acquired a further intra-op c-arm scan with registration to correct the right side placements, removed the right screws, placed right l5 with ease and correctly with navigation, but with same anatomical difficulties on right l4 the needle fell back into the original hole. With another registered c-arm scan, placed an additional k-wire in l3 for backup if needed, and attempted another placement in right l4 with navigation. As confirmed with a verification scan, all placements were now correct as intended, and the surgery was completed successfully. According to the surgeon: the deviation of the pedicle screws was detected by the surgeon directly after placement before finalizing the surgery, and placements were successfully corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all positions correct ("ideal placement"). There were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 30-60min ("patient is doing very well"). There was no (direct or increased) risk to harm a critical structure due to the deviating placements. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.